Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the existing implantable cardioverter defibrillator (ICD) exhibited loss of capture and high out of range pace impedances on the right ventricular (rv) lead. The impedance values were greater than 3000 ohms. A revision procedure was scheduled, but upon opening the pocket, the rv lead was found to be pulled back and there was a connection issue. The pin was restored and tightened, which resolved the observations. At this time, the products remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to provide an updated conclusion code.